Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized for an unknown indication approximately one week prior to death. The cause of death was unknown. It was not reported whether pd therapy was ongoing until the time of death or if the patient performing therapy at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. A review of the device logs revealed no abnormalities that could have caused or contributed to the reported event. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Internal and external inspection was performed and no issues were noted. All pressures were found to be correct and stable. A simulated therapy was performed and completed successfully. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements. There was no non-conforming product identified related to the reported problem. The device will be sent to service. Should additional relevant information become available, a supplemental report will be submitted.